Event description:
It was reported that the fowler will not lower all the way down. No information on patient involvement or adverse consequence was given.

Manufacturer narrative:
Bent fowler finger.